Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 2 years post-implant, it was reported that the pt had expired and the reported cause of death was driveline and pump infection. Contributory factors were deterioration of general condition and asthenia. Additional info received indicated that the pt was infected with staph aureus prior to pump implantation and continued during lvad support and the pt had a bedsore. The pt also developed a staph aureus infection at the percutaneous lead exit site and was managed with doxycycline. At an unk time later, he had also developed a multi-resistant pseudomonas infection. The pt was treated with bactrim for the chronic staph aureus infection; however, the pseudomonas was not treated as it was resistant and the infection was local. The site of the pseudomonas infection was not reported.

Manufacturer narrative:
A correlation between the device and the reported infections could not be determined as the pump was not returned to the manufacturer for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.